Manufacturer narrative:
Occupation is lay user/patient. Unique device identifier (UDI) (B)(4). The investigation is ongoing.

Event description:
The initial reporter had an issue with the display of the coaguchek xs meter. The reporter stated the meter has lines through the results field of the meter. The reporter confirmed no results have been received or misinterpreted since lines appeared on the screen. The reporter has reprogrammed the meter, changed the batteries, but the issue persisted. No moisture, debris, or corrosion was found in the battery compartment. The reporter cleaned the meter contacts with an eraser. The reporter attempted a display check and lines were through the results field. Due to the issue, the patient has been using an unspecified meter from her home health nurse for testing.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.